Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision surgery as the pump was no longer functional. It is believed that the cylinder size was larger than required by the patient, which ended up causing inflation issues. Therefore, the pump and cylinders were removed and replaced. No patient complications were reported.